Manufacturer narrative:
Continuation of d10. Other medical products in use during the event include: product ID d-evolutfx-2329 (lot: 0012140125); product type: 0195-heart valves. Product ID l-evolutfx-2329 (lot: 0012334823); product type: 0195-heart valves. Product ID d-evolutfx-2329 (lot: 0012281968); product type: 0195-heart valves. Product ID evolutfx-29 (B)(6); product type: 0195-heart valves. Product ID: 18mm trueflow dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown. Product ID: 20mm trueflow dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with a septal bulge and calcified anatomy, the initial valve was loaded into the delivery catheter system (dcs). Fluoroscopic inspection of the valve load revealed a crown overlap to the third node. The valve was inserted and deployed to 80%; however, an infold was observed in the valve frame. The valve was recaptured and repositioned deeper, but the infold remained present on the second deployment attempt. The valve was recaptured and withdrawn from the patient. A balloon aortic valvuloplasty (bav) was performed using an 18 mm non-medtronic balloon. A new valve was loaded into a new dcs. Fluoroscopic inspection showed a crown overlap to nodes 2-3. The system was inserted and deployment was attempted, but an infold in the valve frame was again noted. The system was withdrawn from the patient, and a second bav was performed using a 20 mm non-medtronic balloon. The system was reloaded and reinserted into the patient; however, the infold remained present. The system was withdrawn. Subsequently, a non-medtronic valve was successfully implanted. A 30-minute procedural delay was reported. The patient remained stable throughout the procedure and no adverse patient effects were reported.